Event description:
The following was reported via maude event report ((B)(4)): it is alleged on (B)(6) 2002 the pt underwent implant of bard perfix plug for hernia repair. Pt has had pain and other problems since the day of the implant that has persisted for almost 11 years. The pt has had chronic inflammation, burning, poking, pulling, chronic constipation, groin pain, hip, leg, foot, shoulder and neck pain, tenderness at the incision, migraines, memory loss, brain fog, and pain in the whole left side of his body. The pt has had trouble getting out of bed on some days due to the "horrific pain."

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt reports multiple complications following the implant of a bard perfix plug for hernia repair. Medical records have not been provided. Pt identifiers were not provided therefore, additional info requests cannot be sent. At this time no connection can be made between the reported event and the davol product in question. If additional event and/or eval info is obtained, a f/u MDR will be submitted.